Event description:
It was reported that an interlink system extension set broke resulting in a blood leak; a "pop" was heard at the time of the event. This was observed during patient infusion. The set was disconnected to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A4: weight: 79 (units were not reported). B3/d10: the event occurred during an unspecified date of october 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.